Event description:
During patient surgery with robot, a wire attached to the bipolar fenestrated instrument broke inside patient. Doctor made operating room staff aware of damage to instrument. Instrument was taken out of patient and x-ray was performed. Radiologist confirmed nothing retained in patient.